Manufacturer narrative:
D10: 300-01-17 - eq hum stem primary press fit 17mm: (B)(6). 322-36-00 - 145-deg pe 36mm hum liner +0: (B)(6). 322-10-00 - humeral adapter tray, +0: (B)(6). 320-32-36 - exp glen, 36mm, for small reverse: (B)(6). 320-15-05 - eq rev locking screw: (B)(6). 320-35-04 - sm post aug glen plate, right: (B)(6). Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a male patient, who had a right tsa, was reported to have thromboembolic accident pe 4 weeks after their surgical procedure. The patient was hospitalized and received medication. The incident was resolved. No further information.